Event description:
Event description guidant received information that this patient's daughter was very upset that her mother will not receive warranty for the replacement of her pacemaker which is included in the c2 capacitor advisory, and will be changed out in a few days. The daughter alledges that the device doesn't work, it never worked and will be replaced with a competitor's device as the physicians preference. The warranty specialist explained that the device must be replaced with a guidant device to receive the warranty. The field representative has now reported that after a holter monitor, the physician feels the ventricular lead is dislodged causing the patient symptoms. There was a 2.5 second pause on the holter monitor.the device checks out fine, as it has preveiously.